Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system. The investigation was unable to determine a definitive cause for the reported pericardial effusion this incident; however, it was determined that the reported hypotension and additional therapy/non-surgical treatment were related to the pericardial effusion. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypotension and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of pericardial effusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the mitraclip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the pericardial effusion that occurred during the procedure. It was reported that the mitraclip delivery system was in the left ventricle and grasped the leaflets when the blood pressure dropped to 40 systolic. The echocardiographer found a pericardial effusion. The mitraclip procedure was aborted and the cds was removed from the anatomy. Pericardiocentesis was performed. The physician does not know what may have caused the effusion. The physician did not notice the mitraclip devices interact with anatomy prior to the effusion. Imaging was a challenge due to the rotated heart and calcium. A pericardial drain was left in when the patient was taken to the intensive care unit for observation. The patient remained intubated to make sure the patient remained stable. The patient is not being considered for surgery. Although there were no mitraclip device issues during the procedure, the abbott vascular proctor noted that prior to the mitraclip entering the anatomy, the non-abbott guidewire crossed the septum and was thought to be in the lower left pulmonary vein. The guide wire was retracted to position it in the upper left pulmonary vein, but this was performed without echo guidance. No additional information was provided.